Event description:
The customer stated that a low architect tsh result of 0.0397 miu/ml was generated on a (B)(6) child on (B)(6) 2013. The sample was repeated on (B)(6) with results of 2.9484, 3.2422, 3.4721 and 3.659 (diluted). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of customer result logs a review of the customer's result logs was performed during the time frame of july 16, 2013 to july 31, 2013. During this time the architect tsh reagent lot 24918ui00 was used a total of 1813 times with no other reports of discrepant results. Customer complaint data was reviewed and no adverse trends were identified. The architect tsh reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.